Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va02u23, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a shocking or jolting sensation. The patient indicates there was no known accident or incident related to this complaint. The patient has been getting several jolts and stuff and it feels weird. The patient has it through their left leg, the recent one which was pretty strong was from her hip down, the leg and then the patient started describing where the implant was. The patient has pain on either side, but the left side was more and more stronger. The patient states it started last year (B)(6) 2013 and was getting stronger. The patient was meeting with manufacturer representative on (B)(6) 2014. The patient wanted the manufacturer representative to know what was happening with their device and report the adverse events. The patient did not have any accidents, trauma, strains, medical procedures, falls before this started back in (B)(6) 2013 that they were aware of. The patient has been going through some major things now because they had cysts and gallstones. The patient has been going through machines. The patient states they just started going to the machines (B)(6) 2014. The patient was getting stronger and stronger and also turned it off and the most they had was every 20 minutes going to the bathroom. The patient was asked if they still had the shocks after they turned off the stimulation and the patient states "yeah not as strong as it was¿, it was different. The stimulation was on right during call. The patient stated they turned it off, but not adjusted it down to 0.0v. The patient meets up with doctor the day after reported event date to see when they are going to remove the gallstone procedures. The patient states if it does go through it will be their number five surgery they has had. The patient also has the sling already. The patient was afraid to turn it down to 0 volts and off because they had told people about it and explain to them how they was feeling about this and they don¿t get it. The patient wants to wait and work with the representative and the healthcare provider next week. The patient will see what the healthcare provider says tomorrow about gallstones, cysts, and see what they suggest.